Manufacturer narrative:
It was reported that, after the stent placement, it was found that the stent end (out of papilla) did not expand, therefore, the delivery system could not be removed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It is hard to identify the root cause because the suspected device was not returned, the information was lacked such as photo of placed stent and it is hard to reconstruct the situation at the time of procedure. However, based on the description, which was written that "the stenosis was about 5cm", "after the stent placement, it was found that the stent end (out of papilla) did not expand, therefore, the delivery system could not be removed" and "by pulling and pushing the delivery system repeatedly, it could be removed", it is assumed that the stent was expanded slowly due to the patient lesion's pressure and curve, so the doctor has judged stent expansion failure. Also, it is considered that it is hard to remove the delivery system since the stent was still insufficiently expanded. It is stated on user manual as follows. Procedure, after stent deployment, carefully remove the introducer system, guidewire and endoscope from the patient. If excessive resistance is felt during removal, wait 3~5 minutes to allow further stent expansion. Balloon dilatation inside the stent can be performed on demand. Perform routine post implant procedures, a stent may require up to 1 to 3 days to expand fully. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The stenosis was about 5cm. After the stent placement, it was found that the stent end (out of papilla) did not expand, therefore, the delivery system could not be removed. The thread in distal side was pulled and only one side was long. By pulling and pushing the delivery system repeatedly, it could be removed. After that, the flare part with the thread was expanded by forceps. The expansion looked insufficient, however, the physician determined to monitor how it goes and finished the procedure because contrast media and bile could be seen. There were no patient complications as a result of this event.